Manufacturer narrative:
Multiple requests for product return were made; however, no product was returned for evaluation. The report of suspected thrombus and a specific cause for the elevated power and lactate dehydrogenase (ldh) levels could not be conclusively determined. The instructions for use lists hemolysis and thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted with suspected pump thrombus. The patient was administered high intensity heparin. It was noted that the patient's lactate dehydrogenase (ldh) level and pump power were steadily increasing. Additional info submitted to the MFR indicated that the hospital subsequently made a decision to exchange the pump with another lvad.

Manufacturer narrative:
The pump was successfully exchanged without complications and the patient remains on lvad support without any further issues reported. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.